Event description:
It was reported that the physician's handheld shut down during diagnostic testing and despite troubleshooting would not reboot. The handheld and flashcard was received for analysis on 11/01/2013. Analysis is underway, but has not been completed to date.